Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that during the week of (B)(6) 2014 to (B)(6) 2014 the pump alarmed audibly without a visual error message on the display. The reporter noted that during the night from (B)(6) 2014 to 04/23/2014 and during the day on (B)(6) 2014, the patient experienced low blood glucose (bg). No bg values or signs or symptoms of hypoglycemia were reported. There was no mention of medical intervention or third party assistance to treat the low bg. The reporter stated that on (B)(6) 2014 the pump indicated a low battery, and the patient changed the battery. The patient reportedly now feels insecure about pump functionality and requested a pump replacement. The alleged bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction that remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on normally with functional auditory and vibratory features. A review of the pump histories did not find any errors, alarms, or warnings related to the complaint. No defects were found related to the complaint during investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).